Event description:
It was initially reported that the trial patient experienced a change in stimulation from their external neurostimulator (ens) which was described as going from a vibrating/pulsing sensation to a painful pressure in the right buttock. It was noted that the patient was implanted yesterday and the change in stimulation occurred after leaving the healthcare professional¿s office. There were no falls or trauma reported with the issue. The patient stated that there was no change in their symptom management. The patient had the stimulation turned off. Additional information received noted that the cause of the event was pne (peripheral nerve evaluation) lead. Dislodgment/migration was noted. Surgical intervention was noted as "no". Patient had only pne. Hospitalization was not required. Patient outcome was no injury.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).